Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that "during the use of the product, leakage of medical fluid at the connection part (the part where the filter and the tube were connected) was observed". No patient injury was reported. No additional information is available for this complaint.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No problems or issues were identified during the device history record review. One sample was received with the original opened packaging, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. Visual inspection did not present any damage. During the functional testing, a leak was found between the filter and tube. The complaint was confirmed. The root cause identified the process was lacking solvent and production personnel did not follow procedure. Awareness notification was made to production personnel in order to explain the importance of adherence of following the procedure.